Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an occlusion alarm occurred. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 200 mg/dl.